Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. Evaluation summary: the reported condition of a colleague infusion pump with a "manual tube malfunction" was confirmed by baxter personnel during product evaluation. The root cause was assigned to an open manual tube release knob. The manual tube release knob was reset to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a manual tube release malfunction; this condition had the potential to interrupt delivery. This condition was found in the biomed department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.